Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was observed to be oversensing noise causing pacing inhibition with greater than two seconds of asystole. The physician believed the rv lead is fractured. A revision procedure is being planned, but for now no intervention has been performed and the rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated once the product is received and analyzed.

Event description:
Additional information provided from the field indicates surgical intervention was performed and the rv lead was explanted and replaced. The physician suspected a subclavian crush had caused the fracture. No additional adverse patient effects were reported.